Event description:
It was reported that on (B)(6) 2025 the patient experienced severe right sided chest pain, dizzy spells, and shortness of breath which occurred abruptly while in therapy. Emergency services was called. That patients mean arterial pressure (map) was noted to be 78 at this time. The patients oxygen saturation was noted to be 94%, and the patient was noted to be in sinus rhythm. The patients entresto (sacubitril/valsartan) dose was decreased to 24/26 mg twice daily due to the patients low map. The patients ventricular assist device (vad) was noted to be functioning normally, and no alarms were noted. The patients international normalized ratio (inr) value was 2.4 for the past 2 days, but was noted to be lower on (B)(6) 2025 and (B)(6) 2025 with an inr of 1.5. The patient was bridged with lovenox (enoxaparin sodium) 1 mg/kg twice a day due to the patients history deep vein thrombosis (dvt) and pulmonary embolism (pe). The hospital was considering performing a computed tomography angiography scan to evaluate the patient for a potential pe.

Manufacturer narrative:
Additional codes. Health effect - clinical codes: 1914 - low blood pressure/ hypotension. 2194 - dizziness. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional codes health effect - clinical codes: 1914 - low blood pressure/ hypotension. 2194 - dizziness. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including thromboembolism (including venous and arterial non-central nervous system), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.